Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis") and pelvic pain ("pelvic pain"). At the time of the report, the perforation, bacterial vaginosis and pelvic pain outcome was unknown. The reporter considered bacterial vaginosis, pelvic pain and perforation to be related to essure. The reporter commented: discrepant date of hsg ((B)(6) 2009) is reported since essure was inserted in (B)(6) 2018. Hysterosalpingogram was done on (B)(6) 2009 revealed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-dec-2018: legal complaint was received. This case became incident. Essure insertion date added. Event injury nos was deleted and new events added- perforation, bacterial vaginosis and pelvic pain. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/failure to occlude (close) fallopian tubes') in a 33-year-old female patient who had essure (batch no. 627454, 627464-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena from 2004 to (B)(6) 2008. Concurrent conditions included asthma since (B)(6) 2007. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 3 months 12 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and vaginal infection ("infection: vaginal") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, bacterial vaginosis, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, the last episode of weight increased, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 180 lbs. Discrepant date of hsg ((B)(6) 2009) is reported since essure was inserted in (B)(6) 2018. Hysterosalpingogram was done on (B)(6) 2009 revealed essure device was successfully occluded. She was currently planning for essure removal. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure coil on the left side is coiled upon itself and appears to be above the course of the fallopian tube suggestive of perforation tubal patency is documented on the left. Essure call seen immediately adjacent to the right margin of the uterine cavity contrast. Tubal blockage is documented on the right. Uterine cavity with normal findings.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bacterial vaginosis, vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/failure to occlude (close) fallopian tubes') in a 33-year-old female patient who had essure (batch no. 627454, 627464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena from 2004 to (B)(6) 2008. Concurrent conditions included asthma since (B)(6) 2007. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 3 months 12 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and vaginal infection ("infection: vaginal") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, bacterial vaginosis, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, the last episode of weight increased, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 180 lbs. Discrepant date of hsg ((B)(6) 2009) is reported since essure was inserted in (B)(6) 2018. Hysterosalpingogram was done on (B)(6) 2009 revealed essure device was successfully occluded. She was currently planning for essure removal. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure coil on the left side is coiled upon itself and appears to be above the course of the fallopian tube suggestive of perforation tubal patency is documented on the left. Essure call seen immediately adjacent to the right margin of the uterine cavity contrast. Tubal blockage is documented on the right. Uterine cavity with normal findings. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bacterial vaginosis, vaginal discharge." Most recent follow-up information incorporated above includes: on 3-jun-2019: this case is medically confirmed. Reporter information was added. This case concerns 33 year old patient. Her demographic was updated. Her historical medication/concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion date was updated. Essure lot number was added. Her treatment medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tubes)/failure to occlude (close) fallopian tubes) (previously reported as perforation nos), weight gain, apareunia (inability to have sexual intercourse), depression, mental anguish, migraine, headache, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, infection: vaginal and vaginal discharge were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.